Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a scheduled ablation procedure the physician noticed that this electrode had dislodged. The electrode was repositioned by re-tunneling and remains implanted. Successfully induction testing was performed. No adverse patient effects were reported.